Event description:
Caller indicated the relion micro meter was giving high readings. This was a first test on the micro and reading he rcvd was 98 but he was feeling symptomatic, light headed, stuttered speech, headache, and shaky. At the same time using the same drop of blood the caller rcvd results on a different meter of 68 which he felt were more consistent with how he was feeling. Caller took 2 glucose tabs and then began to feel better. I have educated on best practice of storing strips as well as performing the blood test. Controls not used. Caller requesting refund.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.